Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Event description:
The customer reported via phone call that they had a no delivery alarm during a bolus delivery. The customer reported the alarm occurred eventhough they observed drops of insulin exiting from the infusion set. The customer stated their cannula and site was not bent or occluded upon examination. Customer's blood glucose was 140 mg/dl. The customer stated they have all remedies for the no delivery alarm. The customer was advised their insulin pump needed to be replaced. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.